Manufacturer narrative:
The reported event was unconfirmed. Five photos were received for evaluation. The first photo showcases the three-way catheter and syringe. The second photo zooms into the tip and deflated balloon. The next two photos show the catheter's cap and tray's label. The last photo shows a printed document in native language. Received 1 all-silicone temp sensing foley catheter with syringe. Inflated the balloon with returned syringe and 10ml of methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water). The concentricity was found to be 60:40. The catheter rested with no leaks noted. Flushed drainage funnel and no leaks were evidenced either. Connected the returned syringe and after 5 minutes less than 2 ml were returned, the in-house syringe was connected, and it was able to return the remaining solution in under 2 minutes. The balloon was inflated again with inhouse syringe, and it was able to passively deflate in 2min and 43 seconds with no issues or cuffing. The reported defect was not confirmed however a new record related to the returned syringe and the difficulty to deflate has been created. No root cause could be found because the reported event was unconfirmed. As the reported event is unconfirmed a DHR review is not required, however it was completed before the sample evaluation was performed. As the reported event is unconfirmed a labeling review is not required. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a natural removal after operation and check for sterile water leakage. Per notification from investigator on 16oct2024, it was found that difficult to deflate was found during sample evaluation.

Event description:
It was reported that there was a natural removal after operation and check for sterile water leakage.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.